Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient ended therapy. The home patient stated that they are empty and are trying to fill using continuous ambulatory peritoneal dialysis supplies. The technical service representative had home patient close and open the transfer set. The fill volume is not increasing. The technical service representative explained the meaning of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.